Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-07826. It was reported that the patient presented for procedure. During procedure, the physician attempted to connect the low voltage leads and both low voltage leads became dislodged. The case was abandoned. The patient was stable post procedure.

Manufacturer narrative:
Correction: upon review, the low voltage lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or a serious event.